Event description:
A cartridge change error was reported by the customer when using two different cartridges. This issue caused the customer's blood glucose level to exceed 500 mg/dl, though the specific value was not disclosed as it was displayed as "high". The customer addressed the high blood glucose level by administering a correction injection via multiple daily injections. Technical support instructed the customer to inspect and clean various parts of the pump and assisted in filling and loading a new cartridge. The customer successfully completed the load process on the pump and resumed insulin delivery.